Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed recurrent alert 60 indicating a bluetooth communication error, with multiple restarts and loss of cgm data display; the user switched to bg run mode and continued cgm use via the dexcom app while awaiting a replacement. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included device replacement logistics and user education on shutdown, return, data sync to the mobile app, and startup requirements for the replacement device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.